Event description:
The care giver (cg) contacted baxter's technical service center regarding a check patient line which occurred on the homechoice during use during initial drain. The cg stated that there was air in the patient line, so they would start over with new supplies. Baxter product surveillance contacted the cg on (B)(6) 2011. He stated that after starting over with new supplies, therapy went well. He did not notice anything unusual about the supplies. Therapy has been going well since, and there were no adverse effects reported in relation to this event. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a check patient line alarm was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.